Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found no physical damage. Review of the devices event history log was found no evidence of the reported problem. To conduct functional testing, three accuracy tests were performed. Upon testing, the reported problem was unable to be duplicated as the pump was found to be within manufacturing specifications. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device under infused (18.4ml) and failed multiple volume accuracy test. There was no patient involvement.